Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during the treatment of a right ophthalmic cavernous carotid aneurysm (giant aneurysm), occlusion was initiated by implanting multiple coils. During the procedure, while advancing one of the coils through a microcatheter, unusual resistance was observed during its progression, with pressure felt within the microcatheter. Because the device was not advancing in the same manner as the previously implanted coils, it was decided to remove the coil. During the removal maneuver, it was observed that the coil had become dislodged within the microcatheter. Consequently, the attending physician proceeded to remove the microcatheter, resulting in loss of vascular access and the need to reinstall the entire system. Subsequently, access to the treatment site was regained, allowing the procedure to continue without further complications. Additional coils were implanted until the intervention was completed. It is indicated that the patient is in good clinical condition.